Event description:
A physician reported that a female pt using renu with moistureloc multi-purpose solution was "positive [for] pathology fungi of cornea". An isolate was obtained which was negative for microorganism. No cultures were done on the product, lenses and lens case. The pt was first seen and referred by another practiioner who prescribed zymar q1hr. Tobramycin was later added by the physician for microbial keratitis diagnosis. The pt underwent a corneal graft in 06. The physician stated that "no reinfection at present [as of 4/06]"